Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator had an inoperable graphical user interface (gui) alarm. The ventilator was not in patient use at the time of the event.